Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. Quality control testing was complete and passed. A retain sample analysis was completed. There is no data to confirm manufacturing deviation. Request has been made for the return of the cassettes. If additional information is received an additional follow up MDR will be submitted.

Event description:
On 16 may 2024, the customer reported the lids on white jet routine iii taped cassette w/lid, p/n 38440200, lot 20231223-2 were hard to close and not staying shut. There was no tissue loss.